Event description:
It was reported that the patient expired, caused due to end stage heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas serial number (B)(6) was not returned for evaluation. Upon further review, the information covered in this record was determined to be non-complaint; however, since an MDR was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. The relevant sections of the device history records of (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to end stage heart failure. The death was not considered to be device related and the device was operating as expected.